Event description:
It was reported that the patient had aortic insufficiency and passed away. The device functioned as expected and the outcome was not considered device or therapy related. There were no device issues at the time of the patient outcome and the device operated as expected. No autopsy was performed, and the device was not explanted.

Manufacturer narrative:
A2: patient age not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct conclusion between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including death. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.